Event description:
Arrived at scene, found pt pulseless, apneic, and unresponsive. AED connected to pt. AED prompt indicated analyzing rhythm, followed by "check pads." Rechecked connection to pt and the AED. AED prompt continued to state "check pads." Changed pads, AED continued to state "check pads." AED did not analyze pt.